Manufacturer narrative:
(B)(4). Atrial fibrillation is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Subsequent to the initial medwatch report, additional information reported that CABG and aortic valve replacement was successful. The patient was hospitalized (B)(6) 2010 through (B)(6) 2010. The patient had an episode of atrial fibrillation delaying hospital discharge approximately two days. Intravenous amidarone and oral dose were initiated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. In this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that a 3.5 x 15 mm promus stent was implanted on (B)(6) 2010 in the right coronary artery (rca). An index procedure was performed on (B)(6) 2010 and the patient was enrolled in a non-abbott study on (B)(6) 2010. The target lesion was located in the 1st obtuse marginal (om) with 99% stenosis. The target lesion was treated with pre-dilatation, placement of a 2.50 mm x 32 mm non-abbott stent, and post-dilatation with 0% residual stenosis. The patient also had a non-target lesion located in the proximal left circumflex artery (lcx) treated with a 3.5 x 15 mm promus stent during the index procedure. The patient was discharged on (B)(6) 2010 with aspirin and prasugrel was prescribed. On (B)(6) 2010, the patient presented with recurrent unstable angina. On (B)(6) 2010, coronary angiography revealed 40-50%stenosis of the left main artery (lmca), 75% proximal stenosis of the left anterior descending (lad), and moderate diffuse disease in branches of the lcx. There was no in-stent restenosis in the 1st om; 95% stenosis distal to previously placed 1st om stent, and no in-stent restenosis in the proximal lcx. The rca had 99% in-stent restenosis, and left ventricular ejection fraction of 75%. On (B)(6) 2010, the patient was treated with coronary artery bypass graft (CABG) with saphenous vein graft (svg) to the om, svg to the posterior descending artery (pda) and aortic valve replacement. Though requested, no additional information was provided.